Event description:
It was initially reported that the patient felt like she was having a feeling as though she had a urinary tract infection since implant, but the patient knew she had not had a urinary tract infection. It was noted that it bothered her a lot sitting and standing but not when she lied down. The patient turned stimulation down from 2.0 to 1.85 over the ¿last couple of days.¿ it was noted that the patient would not feel the discomfort when she cycled at 0.0v. Additional information received reported that the patient was still having concerns. Patient had an appointment scheduled on (B)(6) 2013. It was later reported that this reporter was wondering whether it was possible for the patient to be feeling stimulation while ins is turned off. It was noted that the patient never had therapeutic effect. It was noted that snm therapy had not helped with the patient's symptoms since implant. The patient felt stimulation in the bicycle seat area though 8840 shows that ins has been off for 2 weeks. The patient's husband thought the patient had some relief during the first week after implant. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 889-28, lot# va09hd8, implanted: (B)(6) 2013, product type: lead. (B)(4).